Event description:
Device issue: balloon rupture, detachment, difficult to remove. Time of device issue: during the procedure. Adverse event: medical intervention, snare device used. It was reported that the fox plus balloon ruptured at 8 atmosphere (atm) during inflation and the balloon detached at the proximal marker. The balloon catheter could not be retracted through the 6f sheath while trying to retain guide wire access. An attempt was made to retract the balloon catheter and the sheath as one unit, however, the distal end of the balloon caught on the distal end of the sheath and detached. A 7f sheath was used and the detached segment was found on the guide wire. A snare device could not pass through the 7f sheath; it was removed and an 8f sheath was placed. A 6mm snare was advanced over the guide wire to the fragment and successfully snared the fragment but could not be pulled back through the 8f sheath. The sheath, the snare, and the guide wire were removed with the fragment as a single unit. Once out of the patient anatomy, the fragment of the balloon and marker was in the 8f sheath. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. The investigation is not complete.